Event description:
It was reported that the patient's leadless pacemaker was not providing a battery longevity estimate after interrogation. The implant date was unavailable. The device was reset and restored to normal. The patient condition was stable.